Manufacturer narrative:
From evaluation of actual device it appears that there was improper use of device. Add'l instructions for instrument maintenance have now been sent to the sales force and are included with each shipment of a flexible arm.

Event description:
Screw was missing from the assembly. Surgeon had to convert to an open procedure.